Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual and microscopic examination found that the stent struts at the distal end of the stent were stretched, distorted and misaligned. The stent length was measured with a calibrated ruler to be 50mm. This type of damage is consistent with the stent meeting a resistance or an obstruction. It was specified that this damage occurred during the preparation of the device while removing the stent protector. The stent outer diameter (od) was measured at the undamaged portion of the stent and was within specification. The od at the damaged portion was 0.058in. The device¿s stent protector was not received for analysis however it was noted that the inner diameter (ID) of the stent protector issued to this device is 0.046in. The balloon was visually and microscopically examined and no issues were noted with its profiles that could have potentially contributed to the complaint incident. The investigator noted that all the balloon folds were present. The balloon was tightly wrapped, folded evenly and was not subjected to positive pressure. A visual and microscopic examination found no issue with the profile of the devices markerbands. A visual and tactile examination found no issue with the shaft polymer extrusion profile. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. This damage may have occurred during packaging for return. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.00 x 38 synergy¿ stent was selected for use to treat the lesion. During preparation, while removing the stent protector, the nurse noted that the stent was in a bad condition. The procedure was completed with a different device. No patient complications were reported. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.00 x 38 synergy¿ stent was selected for use to treat the lesion. During preparation, while removing the stent protector, the nurse noted that the stent was in a bad condition. The procedure was completed with a different device. No patient complications were reported. This product is only ous approved but it is similar to an approved u.s. Device.